Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 09/08/2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain, nausea, vomiting and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6)2023 presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination by a caregiver during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous (IV) vancomycin and IV rocephin (unknown dosages and frequency) as antibiotic therapy to address the infection. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The patient is recovering from this event while on intraperitoneal vancomycin at 1750 mg every 5 days for two weeks as prescribed by the outpatient clinic upon discharge. It was confirmed the patient¿s peritonitis, the associated symptoms and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain, nausea, vomiting and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination by a caregiver during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous (IV) vancomycin and IV rocephin (unknown dosages and frequency) as antibiotic therapy to address the infection. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The patient is recovering from this event while on intraperitoneal vancomycin at 1750 mg every 5 days for two weeks as prescribed by the outpatient clinic upon discharge. It was confirmed the patient¿s peritonitis, the associated symptoms and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.